Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Product was returned for investigation, and one product was returned, the impactor head, with the threaded portion missing. As returned, the threaded portion is completely broken off from the impaction head similar to other complaints of this nature. Observed are dents on the impaction surface and scratches and scuffs along the shaft indicative of use. The device history records and lot numbers were reviewed and found to be conforming at the time of manufacture. Based on the complaint reported this issue has been observed multiple times. Recently, (B)(4) was completed, which updated the impaction head to revision c. Changes to revision c include an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength. However, there is not enough information to determine whether this component was manufactured under revision b or revision c. The most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface. Also, the impaction head loosened during impaction, resulting in additional stresses on the threaded region. Because the impaction head was not returned, there is not enough information to determine if this was the root cause of the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impaction handle broke during insertion of nail.